Event description:
It was reported that during a stenting treatment procedure a dissection occurred. The 90 % stenosed, 3.00x10mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A non bsc guide catheter was advanced to the lesion and was deep seated. A 2.50x12mm apex balloon catheter was then advanced to the lesion for predilation and it was noted that the predilation was "unremarkable". A 2.5x18mm promus stent delivery system (sds) was advanced to the rca but was unable to cross the lesion and access to the lesion was lost. When access was regained and dye was injected a "high" grade dissection was noted that spiraled into the aorta. The rca closed down due to the dissection and the patient went to surgery and CABG was successfully performed. No additional patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).